Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received fully applied with no clips remaining. The interlock was not engaged. Functionally; the handles were squeezed to engage the interlock; the clip follower was observed to move back with the pusher bar preventing the interlock from engaging. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition can be attributed to the improper assembly of the feed spring and the shaft spring anchor. The product analysis established a relationship between a device failure and the reported incident of clip formation. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary bypass procedure, the device fired clips were malformed. The procedure was completed with another device. There was no patient injury.